Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while pulling the tube, the wire loop on the end of the peg tube broke inside the patient's stomach. The physician used another device to grasp the tube to complete the placement of the tube. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.